Event description:
It was reported that the pt expired due to unk reasons. Implant duration is unk. It is unk if death was device related. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.